Event description:
I had a total knee replacement in (B)(6) 2014. The replacement has caused me nothing but more pain. It is constantly swollen and painful. I cannot even walk or stand for any length of time. The knee is far worse than before surgery.